Event description:
Customer reported the system will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and reseated the system interface pcb and cpu. System operates as intended. This MDR is related to ge healthcare complaint number.